Event description:
This is a report of a colleague infusion pump in which the main power light fails to light when main power is applied, which could have caused an interruption of delivery. The reported condition occurred during set-up. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 7.01.00. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction where the "main power light fails to light when main power is applied" was confirmed during product evaluation. The root cause was assigned to a blown ac fuse. The power cord and fuses were replaced in order to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.